Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: product: expedium 5.5x7.5x45mm mono screw. Fault description: broken screw removed from patient. Additional info ¿ was there any patient harm? No. ¿ patient status / outcome? Procedure completed successfully. ¿ was procedure successfully completed (yes or no)? Yes. ¿ patient identifier? Unknown. ¿ age or date of birth at time of event? Unknown. ¿ gender female. ¿ weight unknown. ¿ co-morbidities (e.g. Smoker, obese, diabetic, hypertension, alcohol, drug use, cancer, osteoporosis, other (describe) unknown. ¿ clinical findings (e.g. Infection, inflammation, delayed healing, allergic reaction etc.) Unknown. ¿ was surgery delayed due to the reported event? No. ¿ removed broken or damaged devices or fragments (easily; without additional intervention or difficult; required additional intervention) easy - required the use of ao broken screw removal kit. ¿ clinical records (op-reports, x-rays, CT scans, MRI, etc.) Non provided. ¿ was other medical intervention required (yes or no): no. I have sent the screw off to be decontaminated ready for return.

Manufacturer narrative:
(B)(4). . Device was not returned for evaluation. A review of the device history record could not be performed as the lot number is unknown. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.